Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results for two different patient samples (sample 1 result = 0.133 ng/ml; sample 2 result = 0.100 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es results were not reported to the clinician as the customer runs duplicate trop I es tests prior to reporting results (repeat sample 1 result <0.012 ng/ml; repeat sample 2 result <0.012 ng/ml). There was no report of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results were obtained for two different patient samples while using the vitros 5600 analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.